Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels that ranged from 400-500 mg/dl. The customer alleged that an unspecified cartridge issue is what caused the elevated bgs. Reportedly, the customer changed the cartridges to resolve the issue. Customer reverted to manual injections for insulin therapy.